Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a genesys hta 115v control unit was used in a procedure performed on unknown date. According to the complainant, the machine would not cool down. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.